Manufacturer narrative:
Updated to include information received on 2016-nov-29. UDI included to reflect current gudid status.

Event description:
Additional information was received from the health care professional via a manufacturer's representative (rep) on (B)(6) 2016. It was reported that a dye study and roller study were planned for (B)(6) 2016. The rep also reported that the patient's pump contained saline at the time of the report, but did not know what drug was in the pump at the time of the volume discrepancy.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving an unknown d rug, dose, and concentration via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported on (B)(6) 2016 a volume discrepancy occurred, where the actual residual volume (arv) was greater than the expected residual volume (erv). It was stated the arv was 17.5ml and the erv was 5 ml. This was not the first refill after implant/revision and was to consider catheter diagnostics. Caller was to follow up with healthcare professional (hcp). Patient indicated to caller that they have not been doing well and have been having issues for some time. No further information reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from a healthcare provider via a manufacturer representative. It was reported that the hcp had questions regarding the volume discrepancies. The pump was noted to be currently infusing bupivacaine and morphine. No further information was known regarding the dye and roller studies,but it was reviewed that if the studies were successful and pump logs indicated no stalls, then no pump issues would be anticipated. It was also reviewed to ask about any new patient activities that could cause potential kinking of the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.